Event description:
It was reported that pump issued multiple temperature alarms while customer attempted to charge new pump using battery pack and third-party charging cable, and alarms occurred one after another on same day without pump being exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer cleared alarms and resumed insulin, received education on avoiding third-party charging supplies, and technical support sent replacement charging cord and wall adapter while advising customer to monitor pump and call back if alarms or warmth occurred again.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.